Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that during pullback of the mynxgrip vascular closure device to achieve temporary hemostasis, the balloon ruptured immediately. There was minimal disease and the vessel was large enough to pull the balloon past the disease. A femostop was placed for greater than 30 minutes to achieve hemostasis. The patient's hospitalization was prolonged as a result of the mynx event. The patient was discharged successfully with no adverse events. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. Vessel location: peripheral vessel size: 7 mm sheath size: 7f stick location: low.